Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) machine after therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the hc programming. The largest fill volume was 3000ml and the drain volume was 6157ml. The ultrafiltration for cycle four was 3159ml. No patient injury or medical intervention was indicated in association with this report. No additional information is available.